Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 plus mg/dl. Customer's other blood glucose value was unknown.insulin pump does not work it does not delivery insulin.the device was expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Insulin pump passed the delivery accuracy test at 0.08720 inches.